Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tvr55 and a tvc55 were used and the staples malformed. Another instrument was used to complete the case. There was no consequence to the pt. Only the tvr55 will be returned for analysis.